Manufacturer narrative:
The returned device was examined. The end of the bender had fractured off. The complaint is confirmed. This is likely attributed to repeated bending of strong material causing the bender to fail as the force needed to bend the rod overloaded the bender. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tips of two rod benders broke while bending a rod in situ during surgery. An alternative rod bender was used to complete the procedure without reported patients impacts. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that the tips of two rod benders broke while bending a rod in situ during surgery. An alternative rod bender was used to complete the procedure without reported patient impacts. This is report one of two for this event.